Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of unknown value at the time of the incident. The customer was given intravenous insulin drip to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported their site was irritated. The high pressure test was performed and passed twice. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to check their settings. The insulin pump will not be returned for analysis.